Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had difficulty breathing during the scs permanent implant procedure. The physician believed that the breathing difficulty was procedure related and not related to the device. The physician aborted the procedure and the patient was flipped back and oxygen was given.